Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse installed new blob and installed new system software to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, operating room staff contacted technical support engineer (tse) while setting up to report a repeated error 40096 and a "potential issue detected" message. Tse reviewed the system event logs and noted several 307 errors followed by a 311 error related to the msc. The staff confirmed there were no power fluctuations or disconnections from the tower. Tse advised the staff to attempt a hard cycle, but the errors persisted upon restart. Tse informed the staff that the error is often not recoverable and a service order would need to be dispatched to a field service engineer (fse). The staff indicated they would move equipment to use another robot. The procedure was completed as planned with no reported injury.